Event description:
During routine testing of the device at the service center, the service technician reported, the monitor failed the main battery test. This monitor was originally returned for repair of a color chip failure when the battery issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.